Event description:
It was reported that the patient experienced a low blood glucose of 50 mg/dl episode during sleep and self-treated upon waking by eating breakfast, after which glucose stabilized. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and return to baseline with self-management. Investigation included review of event history and user report. Investigation of this case revealed that the cause of the hypoglycemia was unclear with no device malfunction identified based on available information. It was concluded that the event was user-managed with stable glucose following treatment and no further clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.